Manufacturer narrative:
The involved mask was made available to the manufacturer for investigation. A detailed visual inspection did not reveal any deviation from specification. Reportedly, the mask was in use for two days. Scientific literature regarding side effects of noninvasive ventilation describes that patients may experience skin irritations and diseases due to the treatment. This is no sudden occurring effect but will develop gradually and, the longer the ventilation episode lasts the higher the probability of the occurrence for such problems will be. It is under responsibility and control of the user that - once irritations are observed, countermeasures shall be initiated. This can be a change to another type of mask to eliminate potential reactions against the mask materials. Other influencing factors are the selection of a mask of an adequate size, the proper adjustment for the patient and a frequent observation of the actual patient status. The instructions for use include several related warnings: the full-face mask is not allowed to be used on patients who are uncooperative, obtunded, unresponsive, or unable to remove the full-face mask. The mask must not be placed over open wounds. Furthermore it is stated that the mask should fit the face comfortably but still provide an effective seal and that pulling the headgear straps too tight may cause skin irritations. Furthermore, dräger offers a sizing gauge to assist the selection of an optimal mask size for each individual patient. Finally the exact root cause for this event could not be determined. It could not be identified if an unfavorable size of mask was selected for the particular patient, if the straps were not tightened adequately or if other contributing factors were present. Indeed the temporary appearance of the injured skin shown in the provided photo does not point to pressure marks or pyrogenic effects. It rather looks like a consequence of exposure to a chemical that was used for pre-cleaning of the mask. Reportedly, the skin disease was fully reversible after a few days.

Event description:
Please refer to initial MFR. Report no. 9611500-2016-00057.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that patient's face got sore due to the presence of mask pressure.